Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a calibration issue. It is unknown when or in which care area this event occurred. This condition had the potential interrupt delivery. There was no reported patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown

Manufacturer narrative:
(B)(4). Additional information: the customer was contacted to clarify if the pump was out of calibration or if it just required an upgrade. The customer advised that the pump was not out of calibration and only needed an upgrade.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.